Event description:
The customer reports the device fails the operational check. When the charge button is pressed it comes out of the opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device fails the operational check. When the charge button is pressed it comes out of the operational check. There was no reported pt involvement. A philips field service evaluated the device. It was found and confirmed by the field service engineer that the device had an incorrect software version loaded for the device hardware. It was found and confirmed that the reported problem went away when the device was downgraded in software from f.01.01. To 9.00.00. As of (B)(4) 2012, there has been no further calls for this device.